Event description:
It was reported that a spectrum infusion pump's infusion was not started as intended, intravenous shows "lowering indicated rate" but serum remains with the prepared volume (it does not go down)" during delivery in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "intravenous shows "lowering indicated rate", but serum remains with the prepared volume (it does not go down)" was not reproduced. The device was tested for flow accuracy and delivered as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.